Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to right atrial (ra) lead and right ventricular (rv) lead exhibiting high thresholds and diminished r waves. The rv lead was repositioned, the ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.